Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to verify power loss alarm or hardware low level failures due to blank display. Unit received with corroded motor home switch. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error alarm and battery issue. Customer was able to clear the alarm and able to complete rewound the insulin pump. Customer performed self test and test passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.